Manufacturer narrative:
Investigation: a device history record review for model mpx5304-c lot number 20036111 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issues with lot #20036111 regarding item #mpx5304-c. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 11-in extension set w/ max y and disconnected and there was blood backflow. The following information was provided by the initial reporter: material no: mpx5304-c batch no: 20036111 it was reported that tubing disconnected in a joined area and patient was bleeding from what was left of t-connector. Event description per email states: t-connector attached to IV was defective. The tubing disconnected in a joined area and the pt rang because he was bleeding from what was left of t-connector. Minimal blood loss and a new intact t connector attached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 11-in extension set w/ max y and disconnected and there was blood backflow. The following information was provided by the initial reporter: material no: mpx5304-c batch no: 20036111. It was reported that tubing disconnected in a joined area and patient was bleeding from what was left of t-connector. Event description per email states: t-connector attached to IV was defective. The tubing disconnected in a joined area and the pt rang because he was bleeding from what was left of t-connector. Minimal blood loss and a new intact t connector attached.